Event description:
Customer reported a malfunction alarm with code malf 12, which was successfully reset with guidance from technical support. There was no adverse impact on the customer¿s blood glucose level as it remained below 500 mg/dl. Customer was informed to continue using the pump and advised to contact support if the malfunction recurred, which the customer understood.